Manufacturer narrative:
(B)(4). D10 - concomitant devices - biomet tibial tray catalog #: 141232 lot #: j6231056, vanguard posterior stabilized femoral component left 62.5mm catalog #: 183126 lot #: j6211456, series a standard 3 peg patella 31mm catalog #: 184764 lot #: 053410 g2 - report source - foreign: event occurred in japan. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial bearing fracture and discomfort approximately six (6) years post-operatively. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.